Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2011, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, march 6, 2012. Additional information has been requested, but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent a reimplantation surgery in (B)(6) 2011, (day not reported) however, the surgery was aborted due to equipment issues (later reported to be "user error"). Surgery to reimplant the patient with a new device occurred in (B)(6) 2012 (day not reported). The device is not available for analysis. This report is filed (B)(4) 2012.